Manufacturer narrative:
Investigation summary bd received 1 video and 2 photos for investigation. After review and analysis of the customer video/photos, stopper creepout can be observed based on the second photo attached, as the height of the hemogard is taller than the other tubes beside it. A total of 29 retained samples were sent for functional tests, and none of the samples showed stopper creepout or stopper pop off. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper creepout. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported during use of bd vacutainer® no additive (z) plus tubes, an unspecified number of tubes had a loose closure and easily fall off. There was no health impact or consequences reported.

Event description:
It was reported during use of bd vacutainer® no additive (z) plus tubes, an unspecified number of tubes had a loose closure and easily fall off. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.